Event description:
During a coronary drug eluting stenting treatment procedure, balloon removal difficulty occurred. The lesion was located in a tortuous, calcified circumflex artery and was predilated. The taxus express2 3.0x28mm drug eluting stent was successfully deployed at 16 atm's. The physician deflated the balloon and encountered difficulty withdrawing the balloon from the stent. The physician reinflated the balloon to a low pressure and deflated again and successfully removed the balloon. The physician attributes the difficulty to the angulated calcified vessel. No pt complications occurred. Pt status is satisfactory.